Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). The returned microcatheter was missing the distal segment of the tip. Microscopic observation of the tip breakage end revealed that the proximal segment of the tip was bulged and circumferential cracks were observed adjacent to the breakage end, suggesting that the tensile stress contributed to the tip separation. The underneath braids were found exposed at the breakage end. By measuring the remaining tip, it was concluded that the tip was torn off at approximately 2mm from the tip end, the border between the polymer-only segment and the polymer-and-braids segment. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that tip separation was attributed to tensile stress exceeding the product's design limit that was inadvertently applied on the microcatheter while the catheter tip was being trapped by the heavily calcified lesion. That tensile stress was assumed to have made the tip damaged and the damaged tip was eventually torn off by continuous tensile stress generated during catheter removal. There was no indication of product deficiency. Because the separated tip was not returned, a possibility could not be completely ruled out that it might be left in the anatomy. Instructions for use (IFU) states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi microcatheter became separated during a pci to treat a severely calcified 90-99% stenosis in the coronary artery. It was difficult to cross the microcatheter through the lesion so that it was taken out of the anatomy when separation of the tip was recognized. The pci was resumed to stent the lesion and successfully completed with reestablished blood flow. The physician commented that the separated tip could not be found despite his attempts. There were no adverse patient effects or problems related to the separated tip.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.